Event description:
It was reported that the patient been hospitalized due to suspected drop seizures and the physician at the hospital reported that at this time they were thought to be related to the vns. Follow-up with the reporting physician found that the patient was discharged and that the patient may have been having drop attacks, but the event reported to him was unclear. He didn't know the relationship of this event to the vns. The treating neurologist indicated that at the patient's last appointment a few months prior to the hospitalization, the vns was functioning normally and settings were ok. They didn't know about the exact circumstances of the patient's drop seizures at the time of follow-up but suspected that the patient may just have drop seizures. No further relevant information has been received to date.